Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose was 337 mg/dl at the time of the incident. The customer¿s mother reported the customer waking up in the morning and when they went to give insulin the screen was blank. The customer was given 11 units of insulin by manual injection at 8 am. The current blood glucose level was 394 mg/dl. The customer reported changing the battery and the screen is still blank. The insulin pump did not turn on after battery cap cleaning and installation of new battery. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan per the healthcare professional. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. Pump passed all operating currents tested within the spec range and passed off no power test. The insulin pump was monitored and tested with no blank display noted. Pump received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted a complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.